Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during other - non clinical activity, the yellow cap on the end of the pigtail line off of the oxygenator broke off, leaving the stem of the cap plugged into the tubing. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on aug 11, 2017. (B)(4). The returned sample was visually inspected. All of the yellow non-vented caps were accounted for on the sampling manifold. Each were removed by untwisting them from the luer on the manifold, and one was found to be broken off from the stem. The stem of the cap remained stuck within the manifold luer. No other damages were noted. All other luer caps were removed from the lid to confirm no other damages, and all were able to be twisted off and on with no issues. A retention sample was visually inspected. Each of the caps on the manifold were removed and replaced with no issues or damages. All capiox units are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the product. It is likely that the cap was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.